Event description:
It was reported via repair work order that the power cord ground prong was missing. It was also reported that the left siderail was damaged and stuck in the mid-position due to a broken timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.